Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The continuous glucose monitor (cgm) reading was 6.0 or 7.0 mmol/l and the blood glucose (bg) reading was 12.0 or 13.0 mmol/l. The father took the patient to the hospital because of the inaccurate readings. The physician checked a fingerstick bg; the results were above 10.0 mmol/l but an exact value was not provided. A blood sample was reportedly taken to determine if a virus could have caused the false values; results showed no virus. At the time of contact the patient was doing fine. All reported allegations fall within the a zone of the parkes error grid. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined. No additional patient or event information is available.